Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 23, 2025. Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with banding procedure. The exact procedure date was unknown. During the procedure, the suture was broken. The procedure was completed with another device. There were no patient complications reported as a result of this event. Additional information received on september 23, 2025: it was confirmed that the anatomical location was in the esophagus.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with banding procedure. The exact procedure date was unknown. During the procedure, the suture was broken. The procedure was completed with another device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.